Event description:
It was reported that the patient announced a meal twice on the ilet, which led to hypoglycemia that the patient treated with glucagon without outside or medical assistance. Symptoms included low blood glucose. Outcomes included transient physiological impact without hospitalization. Investigation included a planned clinician discussion with the patient to recommend a factory reset and to reinforce safe-use behaviors for meal announcements. Investigation of this case revealed user-related dosing error due to duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device.